Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues followed by no lock between external equipment and the implant. The pt was seen for device evaluation. Testing performed confirmed that the pt's device as no longer functioning. Surgery is to be scheduled to explant the pt's c1 device.